Event description:
Pt was implanted with a lcp curved condylar plate and screws on (B)(6) 2012. On an unk date, pt had x-rays performed, revealing a plate that was broken just superior to the knee (distal femur). Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to non-union and broken plate. The surgeon performed a reamer/irrigator/aspirator (ria) procedure, implanted a competitors retrograde nail. This is 3 of 12 reports for this event. `

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.